Manufacturer narrative:
Sections with additional information as of 24-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Packaging g records were reviewed and investigation confirmed no abnormalities. Most likely underline root cause mlc-063 poor tech-other. Damaged during transit

Manufacturer narrative:
Internal report reference number: (B)(4). Product is not returned for investigation yet. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the ketone test strips. Customer stated that the test strip vial had been open in the sealed box when received. When the package was first opened, the test strips were color purple. Customer stated that the box/seal did not appear to be tampered with. The customer is using the ketone test strips for diabetes management, but customer did not perform any tests using the test strips. The customer is storing and handling the test strips correctly. The customer feels well and did not report any symptoms and medical attention related to the use of the product was reported.